Manufacturer narrative:
(B)(4)

Event description:
It was that episodes non-sustained rv oversensing was observed via remote transmission. Further review noted, possible myopotential oversensing. The patient presented in-clinic, and programming change was made to address the issue.

Manufacturer narrative:
Previously reported (B)(6) 2016. This report notes the correct event date(B)(6) 2016.